Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lenses were damaged coming out of the injector. One of the lenses was injected in the eye and had to be removed. Additional information has been requested and received that additional incision required and symptoms were resolved and patient wound was healing and progressing.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the device and is advanced over the iol. Part of the iol is advanced into the mid nozzle and is damaged, the remaining damaged iol is returned outside of the device wrapped in paper. Viscoelastic is observed on the remaining iol. Received photo shows two company devices besides their respective cartons. The carton are marked with the sn for this complaint. The plunger of the device is extended outside of the device. Two iol segments are resting beside the device. An additional piece of iol appears to be crushed in the nozzle, near the depth guard. An additional image appears to show an implanted iol. There are tweezers and a surgical blade present in the photo. The iol appears to be damaged. We are unable to determine the root cause for the reported complaint ". Damaged lens, in and out.". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.